Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted 52.1cm to 52.8cm from the connector pin consistent with external forces.